Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 2.5 mmol/l, 20 mmol/l, and 20 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.